Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The patient reportedly fell while biking and smashed the pump; the pump was said to be completely broken. The reporter stated the pump was beeping at the time of the alleged temperature issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 06-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: the pump's black box showed evidence of a sudden drop of voltage resulting in a replace battery alarm. The display screen was visibly cracked. The pump was able to power on, but the display screen remained blank. The idle current draw was not within specifications. The alleged issue was duplicated due to the damaged display screen.